Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they could not push the insulin out of the reservoir with plunger. The customer's blood glucose was unknown at the time of incident. The customer stated that they were going to change the reservoir to resolve the issue. The reservoir will not be returned for analysis.